Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pcj864 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent CABG procedure on unknown date and suture was used. The suture broke while trying to tie knot. There were no adverse patient consequences reported.